Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system "flickered out". It was reported that the navigation system then displayed a localizer not connected error message. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733437 (psu), serial/lot #: (B)(6) and product ID: 9733582 (cable), lot/serial #: (B)(6). H3) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was not confirmed. The returned psu powered up on the test bench with no issues. A check of the event log did not show any adverse events. The psu passed an accuracy test (aak) at .29 mm with a passing threshold of .35 mm. No problem found. This psu has not been previously returned for a failure. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The psu was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The site indicated that no troubleshooting was done. The message disappeared and the navigation flicked back in without any further action.